Event description:
It was reported that during a follow up in a clinic, noise resulting in oversensing was noted on the right atrial (ra) lead. Abbott technical support was contacted, the session records were reviewed, and a decrease in pacing impedance was also noted on the ra lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the noise resulting in oversensing and low pacing impedance event was sensed by the device.